Manufacturer narrative:
No additional information is available for this event. (B)(4).

Event description:
It was discovered during the receiving inspection at beckman coulter inc. (Bec) and before storing the product into the warehouse that a foreign body (red dot) similar to blood or red ink had adhered to the outside of the coulter s-cal reagent box. It could not be determined if the red spot was blood or ink. Employees were wearing personal protective equipment (ppe) when handling the reagent box. The box was kept in a plastic bag and quarantined as non-conformance. No injuries occurred and medical attention was not sought.